Event description:
A customer reported updating their time, personal profile, or certain settings, such as sleep schedules, which resulted in a low blood glucose level indication. There was no specific value provided, other than the reading displaying "low." The customer addressed the low blood glucose by consuming carbohydrates and did not require third-party assistance. Technical support assisted the customer in updating basal rate and correction factor settings as per the instructions from their healthcare provider.